Manufacturer narrative:
The product was returned. The interrogation results indicate elective replacement indicator (eri) or end of life (eol), the visual screen and the longevity assessment were acceptable.

Event description:
It was reported that the patient¿s implantable cardiac monitor was explanted due to patient experience discomfort. There were no patient consequences.